Manufacturer narrative:
(B)(4). The reported malfunction of a damaged battery was confirmed and reproduced. The root cause was not identified and there were no repairs made to fix the problem as this is a baxter owned device and has been removed from service. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. (User interface module master software version is 6.13.92).